Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a procedure, when attempting to advance the sheath down into the left sfa, the dilator seemed to be getting hung in the aorta. Subsequently, the dilator was removed and the sheath was advanced without the dilator to complete the procedure. It was also reported that after the procedure, upon examining the dilator, the tip/taper of the dilator was noted to not "seem to be right" as per the customer, the tip was usually more of a point but the tip of this dilator was more uniformed. When a comparison was done between the .035 dilator and the .018 dilator, there was a difference in the tips. Visual inspection identified the .035 dilator taper was blunt and inadequate. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.